Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a low blood glucose value of 30 mg/dl. Customer other blood glucose value 42 mg/dl. Customer also received failed battery error but declined troubleshoot for this issue since now the batteries in the insulin are working. Customer also mention high blood glucose during troubleshooting. Customer also declined to troubleshooting for low blood glucose value as their pump setting need to be replaced. The device is not expected to be returned for analysis.